Event description:
Discoloration observed in the inner lining of tubing when tubing is clamped. Sloughing and cloudiness observed when tubing is in contact with priming solution. Tubing is utilized on heart lung machine during open-heart surgeries. This deficiency was found by accident and may not be apparent to other institutions using this coated product. Concern is this tubing may be defective and may cause adverse pt outcomes if used during open heart surgery.